Event description:
It was reported that during a laparoscopic gastroplasty procedure, the reload was connected normally, the green shutter button was pressed, and the clamping handle was pressed, and it apparently progressed uneventfully; however, upon opening the reload it was observed that there was incomplete staple line proximally and the device did not cut at all. It was also noted that the tissue becomes stuck on the device. The device was replaced by changing the reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.